Event description:
Additional information received reported that the subject was not implanted and there was no additional information to provide.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported that the patient experienced a lack of sufficient efficacy and was exited from the study. No actions were taken. The site assessment was not reported and sponsor assessments reported that it was not related to the product, not related to the procedure, and possibly related to the study therapy. The outcome was not reported.